Manufacturer narrative:
(B)(4). The complaint cannot be confirmed based on information provided. Device was not returned for evaluation. Device history records cannot be reviewed since the lot number is unknown. It is alleged that re-using the single use device has caused or contributed to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device was discarded, no lot information.

Event description:
It was reported that during a reverse shoulder arthoplasty, the drill bit broke inside the patient's scapula and was retained in the patient's body. It was reported that the single use drill bit was reused with the instrument sets multiple times. No other information is available.